Manufacturer narrative:
Document review: versafit cup double mobility acetabular shell - (B)(4) / lot 101397. The quality and mfg documents of the acetabular shell lot 101397 (39 pieces produced) have been reviewed: all the values were found to be conforming to specifications valid at the time of production. Thirty-one pieces were implanted up to now ((B)(4)) and only this case was reported. Statistics - all the events involving versafit cup acetabular shell notified as complaints were reviewed. The failure to press fit occurred three times in 2010, ((B)(4)), no similar events on the same issue were reported in the past. The three events involve three different lots of acetabular shells and the problem occurred twice to dr (B)(6) and once to doctor (B)(6), both (B)(6). No other surgeons notified the instability of (B)(4) metal backs so far. For this reason the failure to press fit is likely to be associated with the reaming techniques and the event is thought to be not device related.

Event description:
During the surgery, dr (B)(6) reamed the acetabulum up to a size 50. Then he opened a size 50 versafit cup and tried to impact it. He was unable to get the cup to seat down fully with a good press fit. Dr (B)(6) was forced to use his back-up system in order to use screws for added fixation. The sales rep referred that there was a 6 minutes delay in the surgery.